Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Manufacturing site evaluation: optically, the hand piece is in good condition. An increased power consumption can be determined during a functional test. This occurred most likely due to the staining inside of the hand piece. During the spraying with oil, soled fluid comes out of the device. All products are inspected and maintained/oiled at the loan service department after the return from a customer. Therefore, it is unlikely that such contaminants were overlooked during inspection. However, a clear conclusion cannot be drawn. Batch history review: the device history records have been checked for all available lot numbers (52183614, 52300252 and 52199782) and found to be according to the specification, valid at the time of production. No further similar complaints registered against the same lot numbers. Conclusion and root cause: the failure is most probably not product related. We assume an insufficient cleaning as a probably root cause. Rationale after the investigation the hand piece (s/n 159) could be detected with staining at the interior. According to an internal sop, the hand pieces from loan sets have to be checked and maintained with oil after the return from a customer. If there are no abnormalities, the devices will be returned into the sets and sent to further customers. It is not fully comprehensible anymore, how that failure occurred. It is possible that the hand piece was overlooked at the loan service department after the return from another customer. This could be an individual failure. The statistical analysis also confirms this assumption. There are no similar complaints within the last three years with the same failure pattern. Furthermore a meeting between the customer and aesculap ag took place. During the meeting, it was revealed that there are also possible cleaning issues at the hospital which may have contributed the mentioned failure pattern. The devices from the loan sets have to be cleaned and reprocessed directly in the hospital after arriving. An insufficient cleaning may result in residues not being completely washed out. The cleaning must take place according to our IFU. No CAPA necessary. Associated medwatches: 9610612-2019-00092 9610612-2019-00093.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an elan-handpiece that was not cleaned properly. The reporter stated that they had received a loaner handpiece and identified that it was dirty. The clinic tried unsuccessfully to clean the product twice. The clinic was concerned with the reprocessing instructions and instructions for use (IFU) provided. Additional details were not provided.